Event description:
It was reported that after successful completion of a da vinci colon resection procedure the patient experienced post-operative complications. Upon follow up with the site, the risk manager at the hospital stated that the patient was discharged with no complications, however, returned to the hospital on (B)(6) 2014 with a fever and reported fatigue. No issues were identified and no treatment was provided and the patient was released home. The patient was found expired in her home on (B)(6) 2014. Per the risk manager, nothing regarding the patients outcome led her to believe that the da vinci system caused or contributed to the patient's outcome. As of the date of this report the autopsy results are pending.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications experienced by the patient and the patient's subsequent demise. A review of the site's system logs with a procedure date of (B)(6) 2014 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the patient experienced unspecified complications and expired 9 days after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's complications and subsequent demise is unknown.